Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros trop I es results were obtained from two different patient samples processed on the vitros eciq immunodiagnostic system. A definitive assignable cause could not be determined. Vitros tropi es precision testing performed was within acceptable guidelines, indicating the vitros eciq system did not likely contribute to the event. Based on historical quality control results, a vitros tropi es reagent related issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. In addition, the customer is not following the sample collection device manufacture¿s recommendation for sample centrifugation, therefore, improper pre-analytical sample handling cannot be ruled out as contributing to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
The customer observed non-reproducible, higher than expected vitros tropi es results obtained from two different patient samples tested on a vitros eciq immunodiagnostic system.patient 1 sample result of 0.110 ng/ml versus the expected result of <0.012 ng/ml.patient 2 sample result of 0.080 ng/ml versus the expected result of 0.020 ng/ml.biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es results were reported from the laboratory, however, there was no reported allegation of patient harm as a result of this event.this report is number two of two 3500a forms filed for this event, as two devices were affected.this report corresponds to ortho clinical diagnostics (ortho). Complaint number (B)(4).